Event description:
It was reported that the ilet device sustained external damage when a shopping cart struck it, resulting in a cracked screen while the user¿s blood glucose remained stable and no alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status and no hospitalization. Investigation included product history review and remote troubleshooting with user education on data sync, shutdown, and startup procedures. Investigation of this case revealed physical damage to the device¿s display housing consistent with external impact, with no reported functional malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment¿related physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.